Manufacturer narrative:
Repairs have not been completed.

Event description:
Information received indicates the head hi/low is drifting down slowly. There is a small amount of fluid leaking from the hydraulic manifold. No injury.